Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report numbers 1627487-2022-03187, 1627487-2022-03189. It was reported that, following a car accident, the patient's ipg was unable to communicate with external devices, deeming the ipg inoperable. Additionally, one of the leads appeared to be fractured on x-ray. In turn, surgical intervention may take place to address the issue. As it is unknown which lead was fractured, both leads are being reported.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.